Event description:
Customer reported product broken and cracked and leaked blood on to the mattress of a patient in the nicu. No report of patient harm or medical intervention. Customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the cracking and leaking of the extension set. Customer states that product will not be returned because it was discarded.